Event description:
Rcp called to unit stat for vent failure. The nurse was bagging the pt and had been for some time. The vent was flashing vent inop alarm. The vent had failed after the building's power test. The rcp tried to reset and turn off/on the vent but the vent continued not to function. Rcp plugged vent into a different outlet and the vent then flashed several different alarm messages fiberoptic line fault, etc. The rcp changed the vent out for a new bird vip vent. Pt was bagged continuously and pt had no problems during this time. Biomedical engineering checked the vent. Error log had no messages. Talked to tech support. Tested with variac to simulate power loss. Unit worked properly. Returned to svc.